Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2024).

Event description:
It was reported that prior to an angioplasty procedure in the fistula region, the catheter shaft allegedly found to be cracked proximal to the balloon. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 10/2024).

Event description:
It was reported that prior to an angioplasty procedure in the fistula region, the catheter shaft allegedly found to be cracked proximal to the balloon. The procedure was completed using another device. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. A circumferential bond joint break was noted on the returned device; no specific anomalies noted during the visual evaluation. All the anomalies was observed under microscopic observation. No functional testing preformed due to the condition of the device. Therefore, for the investigation for the reported catheter break was confirmed as circumferential bond joint break was noted on the returned device. A definitive root cause for the reported catheter break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3, h6(method). H11: b5, h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to an angioplasty procedure in the fistula region, the catheter shaft allegedly had a break at the proximal end of the balloon. The procedure was completed using another device. There was no patient contact.